Manufacturer narrative:
Image analysis conclusion: the reported incomplete expansion of the stent graft was confirmed on review; however, the cause of the event could not be conclusively determined based on the imaging available. Procedural angiograms capturing the exact moment of main body and contralateral gate deployment were not available. In addition, precise assessment was limited, by the availability of only anteroposterior projections, in which overlap of the ipsilateral and contralateral limbs of the bifurcated stent graft was present. Analysis of the available films did not reveal any obvious stent graft integrity issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An etbf3216c166ee stent graft was implanted during the endovascular treatment of a 55mm aaa. It was reported that during the index procedure the main body was advanced along a stiff guidewire from the right side. After positioning the proximal end, the blue handle was rotated. Once the short limb of the main body was fully deployed, it was observed that the long limb and short leg of the main body were adhered together. After the proximal end was opened and deployed, attempts were made to place the short limb in place, but despite trying various methods for nearly two hours, it was unsuccessful. As the short limb remained in a compressed and occluded state, the corresponding long limb was also in a compressed state, but neither preoperative nor intraoperative angiography showed any structural stenosis at this site. Subsequently, the main body long limb was attempted to be opened. A balloon was advanced from the right side to predilate the compressed segment of the long limb. After the long limb expanded normally, the corresponding compressed segment of the short limb gradually unfolded and opened as well. The remainder of the procedure was completed normally. Per the physician the cause of the event was related to an issue with the stent graft. No additional clinical sequalae was provided and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received: it was confirmed that the device was inspected before use with no problems found. The IFU was followed during deployment. No calcification or tortuosity contributed to the deployment issues. In reference to how the graft was deployed the site clarified that after discovering that the main body limbs were adhered together, various attempts to selectively cannulate the short limb were unsuccessful. Finally, an ab46 balloon was introduced from the right side and inflated at the proximal end of the long limb of the stent main body. Following dilation, the short limb of the main body was observed to open slowly. The site further clarified that the graft material appeared as if it were sutured together, though the exact etiology is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.